Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose was unknown at the time of incident. Advised the pump will need to be replaced. The insulin pump will be returned for product analysis.

Manufacturer narrative:
Open book/critical pump error after battery installation. Constant critical pump error alarm/open book due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.